Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective mixer. The fse replaced the ise mixer unit to resolve the issue. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au680 clinical chemistry analyzer. The customer stated that about thirty (30) results were erroneous. The patient samples were repeated; then, released to the doctor. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.